Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized due to high blood glucose levels of 780 mg/dl and low blood glucose levels of 46 mg/dl. The customer declined troubleshoot for high and low blood glucose. The product was not returned for analysis.